Manufacturer narrative:
Testing and investigation found at power up, the device alarmed audibly and displayed a whitescreen error. This was due to the user interface controller (uic) pwa. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.